Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2024. It was noted that pacing inhibition occurred. The patient was stable.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing that led to false high ventricular rate episodes. It was noted that the noise was external. No intervention was performed. There were no patient consequences.